Event description:
The product was used during an esphagectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
02/11/1999-supplemental report sent to FDA. Analysis of the returned photo suggests a black piece of material was obstructing firing, however, the exact cause could not be reliably determined.